Event description:
One month post device implantation, during a CABG procedure, the pt was rehospitalized because of left side pleural effusion. Pt examination showed type a aortic dissection. Pt was operated in 2002, with prosthetic replacement of the ascending aorta and part of the aortic arch. At that time, the device mediated graft was found to be fully pt. The pt is recovering. The investigator has advised the co that he cannot rule out device relevancy, but has not established a causal relationship between the injury and the device.

Event description:
On month post device implantation, during a CABG procedure, the pt was rehospitalized because of left side pleural effusion. Pt exam showed type a aortic dissection. Pt was operated in 2002, with prosthetic replacement of the ascending aorta and part of the aortic arch. At that time, the device mediated graft was found to be fully patent. The patient died 2002. Pathology on aorta segment reveal non-device relative event.